Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level resulting in a hospitalization. The customer could not recall the bg levels experienced and cause was not known. The customer could not recall if any supply issues were identified at the time of the event. A manual injection was administered prior to the hospitalization and the customer could not recall the treatment received while hospitalized. The treatment resolved the issue and the customer was released from the hospital with no permanent damage sustained. A system check could not be performed as the customer became uncooperative and refused any additional follow ups to obtain additional information.